Event description:
Aortic valve placed two months ago. The patient had "rocky" postoperative course mainly due to delirium and small stroke but went home for a couple of weeks before being admitted to hospital with shortness of breath and found to be in congestive heart failure. The echocardiogram demonstrated severe aortic regurgitation. Regurg jet appeared to be coming through the valve rather than around it. The patient presented for reoperation for replacement of aortic valve. During re-operative aortic valve replacement with a porcine medtronic mosaic ultra 23mm. Findings: pt had extremely dense inflammatory adhesions around the heart as expected. We used an initial run of cardiopulmonary for 18 minutes to facilitate a safe reentry through sternum. Then used 2nd cardiopulmonary bypass runs of 107 min to replace valve. Aortic crossclamp time was 77 minutes. We could identify no defect around the valve. In fact, it really was unclear what was causing the valve dysfunction, even after direct inspection of the valve. However, there was a mild amount of pannus beneath the valve, and it is possible that one of the leaflets of the mechanical prosthesis was catching on this and not closing all the way. A porcine bioprosthesis was selected because of the different valve opening mechanism. Transesophageal echocardiogram again demonstrated the severe aortic regurgitation through the mechanical prosthesis, although with the shadowing coming from the mechanical valve leaflets, it was difficult to tell exactly what the problem with the valve was. The mitral valve appeared to be functioning well with minimal regurgitation, either from a small perivalvular leak or washing jet. At the end of the case, patient was transferred to the intensive care unit in critical condition.======================manufacturer response for mechanical aortic valve, ats medical (per site reporter).======================this risk department was made aware of this issue on recently by the medtronic representative who called to clarify a sn for the device as medtronic is preparing their report. This actually triggered risk to being review and thus need for medwatch report. Medtronic would like to juxtapose this medwatch report to their report. Unfortunately, the device is not available for testing as it was discarded.